Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight, history, and concomitant devices was not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product returned for analysis on 6/4/2015. Complaint conclusion: it was reported that the orbit galaxy coil (640cf0306/17075232) stretched during use. There were no patient adverse events. Multiple attempts to obtain additional information were unsuccessful. No additional information was provided. The device was returned for analysis. A non-sterile orbit galaxy cmplx fill coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. The review of lot 17075232 revealed one defect for kinked coil and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The report of stretched coil was confirmed, and the cause of the stretched condition and the broken condition of the suture were apparently caused by applying excessive force on the device, but it could not be conclusively determined. This defect could not be related to the manufacturing process, and procedural factors appear to have contributed to this damage. Additionally inspections are in place that prevents this kind of failures leaving from the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Event description:
It was reported that the orbit galaxy coil (640cf0306/17075232) stretched during use. There were no patient adverse events.